Event description:
Caller alleged that the following results were obtained on a neonate patient less than 10 minutes apart: 42 mg/dl (inform ii meter) and 73 mg/dl (lab). No actions were taken based on the device results. No adverse event was reported. The alleged product was replaced and requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.